Manufacturer narrative:
A replacement was sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to wash concentrate bottle cracked after it was loaded on the synchron cx9 alx clinical systems. No injury was reported.